Manufacturer narrative:
This report is submitted on january 5, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the implant through the skin (specific date not reported) and subsequently underwent a revision surgery (specific date not reported) to repair the extrusion. The implanted device remains.